Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for one (1) colony forming unit (cfu) of unspecific micro-organisms species. It was reported that the scope failed hygiene test three times. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. There was no detection of micro-organisms present. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses gigasept pearls 1% detergent, suctions water out of the channels and flushes out the air/water channel, auxiliary washing channel, balloon channel and the forceps elevator channel lever. During manual cleaning, the customer uses gigasept pearls 1% detergent and olympus brush (bw-400l) to brush the operating channel, the suction pistons/cylinders, the operating channel port, balloon channel and the distal end/area around the forceps elevator. The customer manually disinfects the scopes using gigasept pearls 1%. For automated endoscope reprocessor (aer) treatment, belimed rdg-e 26425 + 26426 washer along with thermosept ER detergent and thermosept ed disinfectant was used. The scope was stored vertically in a cabinet without a drying cabinet. The scope was not sterilized. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever, up/down knob could be locked securely, paint on air/water cylinder peeled, suction cylinder discolored, scope body discolored, scope connector cover discolored, grip discolored, right/left knob discolored, switch box discolored, due to cracked on scope connector, water tightness lost, acoustic lens damaged, adhesive on angle rubber chipped, and connecting tube has a buckling. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.